Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limit. However, during hipot testing, webbing damage was noted on all three lumens of the trilumen insulation. The damage appeared to be initiated by a localized compressive stress. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found setscrew marks on all terminal connectors. The trilumen insulation damaged that was observed appeared approximately 28 cm from is-1 pin. Laboratory testing revealed that due to location and type of damage; the insulation damage was most likely caused by entrapment in the clavicle/ first-rib region. No coil fracture was found. The lead has been archived at boston scientific.

Manufacturer narrative:
To date, the explanted lead has not been received at boston scientific. Upon receipt at boston scientific the lead will be analyzed in an attempt to confirm and determine the root cause of this event. As no further information concerning this report is expected, our investigation is complete at this time. This investigation will be updated an amended report submitted should further information be provided.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead reported feeling fatigued and experienced shortness of breath. At times, the patient also experienced syncopal episodes. During a routine follow up, noise and pacing inhibition was noted after review of an electrogram (egm). A lead fracture was suspected and a revision procedure was performed and return of this product is intended. No additional adverse patient effects were reported.